Event description:
The asp field service engineer (fse) was at the customer site and the customer reported to the fse that she had multiple flexible scopes that have exhibited damage and had to be repaired. The customer did not respond to asp's attempt in retrieving more info. The customer requested to have the fse assess the unit.

Manufacturer narrative:
Other: capital equipment, evaluated at customer site. The fse found system working properly. The fse performed all required tests and product certification. All parameters within manufacturers specifications upon arrival and departure. Ran empty test cycle to verify operation. Conclusion code: other - the reported issue has been documented into asp's complaint system for tracking and trending purposes. At manufacturers introduce new technologies and make materials, manufacturing and repair process changes to their devices, asp does not have the means to provide up-to-date info related to specific brands and models of medical devices that may be processed in the sterrad systems. Asp may work with specific device manufacturers to test for compatibility in the sterrad systems, however, the compatibility data and the decision as to whether the device is compatible in the sterrad systems is ultimately the decision of the device manufacturer. Olympus released a technical info bulletin dated sept 21, 2007 recommending against the use of the sterrad nx sterilizer for sterilization of olympus flexible surgical endoscopes. In 2007, a CAPA was initiated and customer letters, (specifically to address olympus flexible surgical endoscopes) were sent to all sterrad systems users to directly contact the device manufacturer regarding material compatibility and functional performance questions of the device with the sterrad systems.